Event description:
Hcp reported the pt presented 15 days postoperatively with signs of an infection of the lumbar region. These included fever, redness, drainage, and pain. Cultures of the lumbar region and csf were taken with unreported results. The pt was treated with IV antibiotics. The pt's infection was reported to have resolved without drug withdrawal. The pt had risk factors including cancer and having a debilitated status.